Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially could not reset the pump on their own, so technical support provided pump reset information and assisted with the reset, also sending instructions via email for future reference. Follow-up confirmed the malfunction did not reappear, and the customer successfully reset the pump independently. Technical support informed the customer about a software update, and with the issue resolved, they closed the case.